Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 161 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage. Customer reported that insulin pump may have been exposed to moisture due to wearing pump in bra. Contacts on battery cap were not missing and battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.